Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed. When the fse stepped on the foot pedal, there was no output from the vio dv integrated electrosurgical unit (iesu). The vio dv iesu was replaced. The system was tested and verified as ready for use. Isi received the iesu generator unit involved with this complaint, however the failure analysis investigation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: iesu error: c-30 - hf voltage measurement value too high (redundant voltage sensor). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to a third party generator after the start of the procedure due to the iesu generator not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that error c-30 occurred on the vio dv integrated electrosurgical unit (iesu). The tse reviewed and confirmed error c-30 in the error logs. The tse had the csr power cycle the vio dv, but the issue persisted. The customer opted to replace the vio dv with a forcetriad generator to continue with the procedure. A field service engineer (fse) will follow up to check the iesu. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and there were no errors identified at that time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. The iesu unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.